Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath after an interventional superficial femoral artery procedure. Reportedly, between steps 3 [advance thumb advancer] and 4 [clip deployment] it felt like the starclose se device backed out. At step 4, the starclose se device came right out of the anatomy. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The noted use after expiration is related to user error.

Event description:
Subsequent to the previous report filed, additional information received: it was reported that possibly the outer packaging was not on the device when it was selected for use so it was not noticed that the device had expired.

Manufacturer narrative:
(B)(4). The device was used after expiration. The starclose se instructions for use indicates the use by date listed in the graphical symbols for medical device labeling. Visual and functional inspections were performed on the returned device. The investigation determined the reported loss of arterial access appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. The reported loss of arterial access could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.